Event description:
The physician was treating a male patient who presented right mca mi occlusion with very little collateral flow. The CT revealed that the patient already had a significant stroke. The physician decided to move forward with a merci embloectomy procedure utilizing retriever x6 due to the patient's young age. The physician used two merci retrievers and made six passes in total. During the use of the second merci retriever, three passes were made with a fair engagement on the thrombus. On the third pass, the physician made four counter clockwise turns and saw the device separated from the wire. The physician indicated that he had difficulty maintaining the microcatheter position in accordance with the instructions for use. The physician attempted to retrieve the x6 tip with aspiration through guide catheter and was able to retrieve the fractured tip. No patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever tip fracture or attempts to retrieve the detached distal tip. The vessel remained occlude and the patient had a completed stroke.